Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (43 mg/dl). During troubleshooting it was found that the pump time was inaccurate. Reportedly, pump time was "off" by 3 minutes. Customer adjusted pump time, and stated they drank fruit juice and soda to stabilize blood glucose levels.